Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog. Serial# unknown,product type: programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (hydromorphone) 8 mg/ml at 1.1965 mg/day via an implanted pump for non-malignant pain. The hcp reported they mistakenly changed the drug concentration from 8 mg/ml to 5 mg/ml and the dose from 1.1965 mg/day to 1.0766 mg/day without refilling the pump. The hcp noted that they had been titrating and the patient had some "side effects" but since this programming was done the patient "feels okay."